Manufacturer narrative:
B5: describe event or problem: updated based on the ai received. H6: evaluation method code updated. H6: conclusion code updated.

Event description:
It was reported that the stent moved on balloon and snaring occurred. The 90% stenosed target lesion was located in the moderately calcified and not tortuous superior mesenteric artery ostium. A6.0x40x75cm express ld iliac / biliary drug-eluting stent was advanced for treatment. However, during insertion of the device the shaft fractured. The device was removed by snaring, and the procedure was completed with a different device. There were no patient complications nor injuries reported.